Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product was said to be involved confirmed the report based on premature deployment of bands. A functional test could not be performed on the returned device. The trigger cord attached to the two-way handle, loading catheter and empty barrel were included in the return. All bands had deployed prematurely and were not included in the return. The two-way handle was returned in the two-way position. It was also observed that the knot on the end of the trigger cord was not seated in the groove of the handle. A visual examination of the device was performed. The trigger cord was examined and all 12 deployment beads were present. The beads were verified for correct location using bead inspection. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within tolerance. A knot was also observed in the trigger cord from the distal end. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: an evaluation of the returned device showed that the knot on the end of the trigger cord was not placed in the groove of the handle. The instructions for use advise the use: "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Note: knot must be seated into hole or handle will not function properly." This is the most likely cause for the reported observation. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the knot on the end of the trigger cord was not placed in the groove of the handle, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a esophageal varices procedure, the physician used a cook 6 shooter saeed multi-band ligator. The device was loaded onto the endoscope then passed to the physician. When the physician was trying to band the varices, the bands did not fire into the varices. Subsequently, the 6 shooter was checked then tried to band again but still the bands would not come out. A new cook 6 shooter was loaded and was able to band the varices smoothly, finishing the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.